Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all the station in dc mode and patient data may not be up to date due to software issue. A technical support specialist deleted extra spns to resolve the issue. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation system operating in dc mode across all stations, and that the patient data may not be up to date, which affecting patient care. The customer reported that the user was unable to log into the station, resulting in delays as patients and orders were not visible. Consequently, they had to create temporary patients in order to dispense the medications. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation system operating in dc mode across all stations, and that the patient data may not be up to date, which affecting patient care. The customer reported that the user was unable to log into the station, resulting in delays as patients and orders were not visible. Consequently, they had to create temporary patients in order to dispense the medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, e3, h6, and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations in dc mode had outdated patient data due to a software issue. A technical support specialist had deleted extra spns to resolve the issue. The system functioned as intended after assessed by the technical support specialist.